Event description:
It was reported that the patient experienced pain and more pain the last weeks. The expected reservoir volume (erv) was 6.9 milliliters (ml) and the actual reservoir volume (arv) was 12 ml. The cause was not specified and reported as undetermined. It was unknown if diagnostic testing or troubleshooting occurred. This issue was not resolved but a catheter and pump replacement was planned for (B)(6) 2015. At the time of the report the patient's status was reported as alive-no injury. The patient underwent a revision of the system as planned on (B)(6) 2015. The physician made an incision by the fixation of the catheter. The physician cut the catheter and there was no backflow from liquids, neither liquor nor drug from the pump segment. It was decided to change the catheter. The new catheter had a very good backflow of liquor. A bolus was programmed in the operating room. There was drug at the end of the pump and in the x-ray rotor movement was seen and therefore the physician elected not to change the pump. At the moment, the patient was fine. This device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8781, lot # 0207767772, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis revealed damage on the transition tubing. Of note, the portion of the transition tubing beneath the strain relief shroud was intact and unaffected by the tearing seen external to the strain relief shroud. No leak was seen. Segment 1 and 3 were partially occluded but this was able to break loose during decontamination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.